Event description:
A pump alarm, identified as alarm 20, was reported during the pumping process, but there was no adverse impact on the customer's blood glucose level. In response to the issue, the customer reverted to multiple daily injections as a backup therapy while a replacement pump was arranged. The customer's pump was confirmed to be under warranty, and they were instructed on how to store and return the malfunctioning pump, which they acknowledged and agreed to do.